Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
E-mail received through info dpyus from patient¿s husband on (B)(6) 2013: I am writing to your company to inform them that my wife recently had reconstructive surgery on her knee due to massive osteolysis caused by a mitek screw. The original surgery that was a few years back was for acl repair identical to her other knee that happened about a decade ago. Her earlier surgery shows no sign whatsoever of osteolysis, whereas the newer one, about 3 years old, caused her a great deal of pain this last year and a half, prevented her from doing any activity or exercise, and finally reported in her post-op report of extensive osteolysis. The surgeon had to drill out 3 cm of lysed bone tissue and pack with donated bone tissue. I am very concerned about why her later surgery caused so much damaged and pain, whereas her earlier surgery looks perfectly fine. I am finding out the types and lot number of screws used in both surgeries because in a few months she will need acl repair (replacement) surgery once and if her damage bone is repaired. Please contact me so I can let you know more details concerning her past surgeries and maybe we can figure out why she had so much extensive osteolysis. Her surgeon took a total of 4 hours, and much longer as her case was extremely difficulty. (B)(6) 2013, per telephone conversation between this author ((B)(6)) and the patient¿s husband ((B)(6)) the following information was given: acl repair sometime in (B)(6) 2010 (per follow-up information)(mitek screws?). Subsequent knee pain. Re-injured (stumbled or fell) on the job (teacher). Examined; some meniscal damage. Approximately 1 year later, some joint pain. Around (B)(6) 2013, re-injury, another fall. C-scan or other imagery revealed that the acl was gone and there was osteolysis of the screw areas being attributed to the mitek fixation devices in the original acl repair. Doctor describes the retrieval as ¿small dixie cup amount of goo removed¿some bone reconstruction in (B)(6) 2013, ok. Second tier of repair for acl scheduled for end of (B)(6) 2013. Not known if graft will be auto or allo. Also see associated MDR 1221934-2013-00348.

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no product code or lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. In the future should any additional information be received by depuy synthes mitek, this file will be reopened and updated at that time.

Event description:
E-mail received through info dpyus from patient's&#62688;husband on 9/25/2013: I'm writing to your company to inform them that my wife recently had reconstructive surgery on her knee due to massive osteolysis caused by a mitek screw. The original surgery that was a few years back was for acl repair identical to her other knee that happened about a decade ago. Her earlier surgery shows no sign whatsoever of osteolysis, whereas the newer one, about 3 years old, caused her a great deal of pain this last year and a half, prevented her from doing any activity or exercise, and finally reported in her post-op report of extensive osteolysis. The surgeon had to drill out 3 cm of lysed bone tissue and pack with donated bone tissue. I am very concerned about why her later surgery caused so much damaged and pain, whereas her earlier surgery looks perfectly fine. I am finding out the types and lot number of screws used in both surgeries because in a few months she will need acl repair (replacement) surgery once and if her damage bone is repaired. Please contact me so I can let you know more details concerning her past surgeries and maybe we can figure out why she had so much extensive osteolysis. Her surgeon took a total of 4 hours, and much longer as her case was extremely difficulty. Update 11/26/2013 = per telephone conversation between this author (af) and the patient's&#62688;husband (rc) the following information was given: 1. Acl repair sometime in (B)(6) 2010 (per follow-up information)(mitek screws?). 2. Subsequent knee pain. 3. Re-injured (stumbled or fell) on the job (teacher). 4. Examined; some meniscal damage. 5. Approximately 1 year later, some joint pain. 6. Around (B)(6) 2013, re-injury, another fall. C-scan or other imagery revealed that the acl was gone and there was osteolysis of the screw areas being attributed to the mitek fixation devices in the original acl repair. Doctor describes the retrieval as &#62669;small dixie cup amount of goo removed.&#62282;7. Some bone reconstruction in (B)(6) 2013, ok 8. 2nd tier of repair for acl scheduled for end of (B)(6) 2013. Not known if graft will be auto or allo. Also see associated MDR 1221934-2013-00348.